Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 07/27/2022, it was reported by a facility representative via sems that an ar-6482 remote has exposed wires due to a missing piece. This occurred during use with no patient effect.